Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep found no issues. He retrieved the error log and images for slc eval. System functions as intended.